Event description:
It was reported that while servicing a discovery ls pet system, a field engineer (fe) was removing the dummy pin (d-pin) out of a t-ring while it was disabled. When the fe reached to remove the d-pin, the t-ring moved causing a laceration to their right middle finger. The fe received stitches and prescription medication for the injury.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.